Event description:
It was reported that the right ventricular (rv) lead exhibited lead displacement which was identified post implant check following the initial implant. Additionally, no capture was observed during completion of threshold testing. This rv lead was replaced with a non boston scientific model and will be returned for analysis. No additional adverse patient effects were reported.